Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump "was not working". Reporter did not know the exact issue. Tandem technical support advised that if the pump was not turning on, to plug the pump into a power source. Multiple follow up attempts were made to obtain specific information; however, no additional information was provided.